Event description:
Reportedly, during a follow-up performed on (B)(6) 2014, a warning message for device reinitilization was displayed on interrogation. According to the reporter, a reset occured approximately 2 minutes prior to a delivered shock which the patient claims not have been aware of. Reportedly, the patient¿s ventricular lead is showing electrical malfunction resulting in ventricular oversensing and so inappropriate shocks. A reintervention was performed on (B)(4) 2014 in order to correct the lead issue and to replace the subject ICD that will be returned for analysis.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2014, a warning message for device re initialization was displayed on interrogation. According to the reporter, a reset occured approximately 2 minutes prior to a delivered shock which the patient claims not have been aware of. Reportedly, the patient¿s ventricular lead is showing electrical malfunction resulting in ventricular oversensing and so inappropriate shocks. A reintervention was performed on (B)(6) 2014 in order to correct the lead issue and to replace the subject ICD that will be returned for analysis.